Event description:
While performing a mesenteric angiogram/angioplasty, surgeon requested the ivus machine and .018 volcano visions digital catheter. While inside of the patient, the ultrasound stopped working. The ivus machine was recording during the procedure so the company can view the footage if they would like to see that the ultrasound stop working. The reference and serial number for the first catheter were opened. The surgeon requested that a second catheter be opened to try again. While assembling the catheter on the back table, the scrub technician encountered resistance advancing the wire, and it would not feed properly through the channel. The scrub technician applied force to attempt to get the wire to go through and the tip of the catheter came off. The reference and serial number for the second catheter were opened respectively. While neither product failure caused harm to the patient, the surgeon was unable to obtain a clear picture of the inside of the stent in the patient.